Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to the hospital with complaints of 'high watt' alarms. Upon admission, the patient exhibited signs and symptoms associated with hemolysis. The site decided to perform a pump exchange and elective controller exchange. The pump and the controller were returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The controller passed visual examination and functional testing; device performed per specification. The reported event was confirmed via controller log file analysis which revealed multiple 'high watt' alarms. Logs indicated an increase in power consumption and estimated flow outside the normal operating range; trends of this nature may be indicative of thrombus. Pathology analysis confirmed thrombus located adjacently to the inflow on the upper housing ceramic. During dimensional and functional verification, no issues were identified that may have caused or contributed to the reported high power event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the reported high power event may be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The devices have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.

Event description:
Approximately five months and one week post hvad implantation, the patient was admitted to the hospital with complaints of high watt alarms. Preliminary log file analysis indicated a rise in pump power and flow above normal operating parameters beginning the day before the patient was admitted to the hospital. Upon admission, the patient exhibited signs and symptoms associated with hemolysis including dark colored urine and elevated lactate dehydrogenase (ldh) levels. The patient was started on an intravenous bivalirudin and heparin infusion. Two days after being admitted, the decision was made to take the patient to the operating room for pump exchange and elective controller exchange. The patient's pump and primary controller were exchanged for a new pump and primary controller. Both the explanted pump and controller were returned to the manufacturer for analysis. Investigation is ongoing.